Event description:
It was reported that while servicing the multix fusion system, a siemens engineer observed the six screws that attach the 3d v ceiling stand to the telescope were loose. Although no injuries were reported in this event, the tube could potentially crash down during an examination. The reported event occurred in (B)(6).

Manufacturer narrative:
The six screws were tightened with 10 mm and secured with loctite 270 by local siemens service according to the maintenance instructions on page 40. Siemens is not aware of the reported issue being a general problem with the system. No other customers have reported any similar events. (B)(6). This report was submitted (B)(4), 2013.